Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination of the lead did not find any conductor fractures. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable perform impedance test due to the over torqued inner coil in the connector region restricting the helix from being extended and the helix retracted with soft tip as received.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead to resolve the event but was unsuccessful. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.